Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with her unit. The patient said normally, she has to recharge every 4-5 days but last night it went dead after only 3 days. Normally, when the patient puts the charger on she can start stimulation back up within 1-2 minutes but last night it was 2.5 hours before she could restart it. Stimulation stopped and did not restart for 2.5 hours. The patient said that her stimulation has felt erratic, or a little different compared to usual. This started after her pain pump was filled last time, and ever since then, stimulation has felt a little different. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had met with a manufacturer's representative who recommended the patient get a new recharger. A replacement was being sent. No further issues were noted or anticipated.